Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to non-capture and suspected ring electrode fracture. It was noted that the pacemaker was also explanted and replaced during the same procedure with no reported allegations. No additional adverse patient effects were reported. Upon further evaluation, it was noted that the suspected loss of capture was first noted during a technical services call on the 20th of october 2024.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b3, date of event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to non-capture and suspected ring electrode fracture. It was noted that the pacemaker was also explanted and replaced during the same procedure with no reported allegations. No additional adverse patient effects were reported.